Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), asthenia ("lack of energy") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, asthenia and alopecia outcome was unknown. The reporter considered alopecia, asthenia, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 and reported adverse events including pain (understood as pelvic pain) and heavy bleeding (understood as genital bleeding). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy). Pelvic pain and haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included transient ischemic attack and knee arthroscopy. Previously administered products included for birth control: mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/bleeding from menstrual periods became worse"), asthenia ("lack of energy"), alopecia ("hair loss/hair loss"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding vaginal"), vaginal infection ("infection (vaginal)") with vaginal discharge, cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual periods"), fatigue ("fatigue"), abdominal distension ("bloating"), weight decreased ("weight loss"), weight increased ("weight gain"), abdominal pain ("pain") and hypersensitivity ("allergic/ hypersensitivity reaction"). The patient was treated with surgery (salpingectomy, hysterectomy) and surgery (ablation/nova sure ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, alopecia, hormone level abnormal, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, migraine, dyspareunia, nausea, dysmenorrhoea, fatigue, abdominal distension, weight decreased, weight increased, abdominal pain and hypersensitivity had resolved and the asthenia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, asthenia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition: bleeding from menstrual periods became worse and painful menstrual periods. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: aka names added. Lot number added. Historical, concomitant condition and relevant lab data were added. Event added as did not undergo an essure confirmation test, hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), migraines / headaches, migration of essure device location of device, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, cramping pain, vaginal discharge, fatigue, weight gain / loss, hair loss, bloating, allergic or hypersensitivity reaction. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), genital haemorrhage ('heavy bleeding/abnormal bleeding (general)'), menorrhagia ('menorrhagia/bleeding from menstrual periods became worse') and vaginal haemorrhage ('abnormal bleeding vaginal') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included transient ischemic attack in 2011, transient ischemic attack, knee arthroscopy, nausea, vaginal discharge, foramen ovale patent, migraine, headache, anxiety disorder and transient ischemic attack. Previously administered products included for birth control: mirena; for birthcontrol: mirena. Concurrent conditions included bleeding menstrual heavy, abdominal cramps, obesity, knee arthroscopy, umbilical hernia, adenomyosis, chronic cervicitis and endometriosis. Concomitant products included antibiotics for infection. In 2013, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss/hair loss"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("bloating"), non-consummation ("not sexually active"), the first episode of asthenia ("no energy"), rash ("rashes") and pruritus ("itches") and was found to have weight increased ("weight gain"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual periods"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criteria medically significant and intervention required), the second episode of asthenia ("lack of energy"), vaginal infection ("infection (vaginal)") with vaginal discharge, cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), abdominal pain ("pain/center of abdomen"), hypersensitivity ("allergic/ hypersensitivity reaction"), infection ("there is some infection") and abdominal pain upper ("pain in my upper abdomen") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (ablation/nova sure ablation, novasure ablation on (B)(6) 2015 and robotic assisted hysterectomy with bilateral salpingectomy, total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, alopecia, hormone level abnormal, vaginal infection, cystitis, urinary tract infection, migraine, dyspareunia, nausea, dysmenorrhoea, fatigue, abdominal distension, weight decreased, weight increased, abdominal pain and hypersensitivity had resolved and the last episode of asthenia, non-consummation, rash, pruritus, bacterial vaginosis, infection and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, bacterial vaginosis, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, non-consummation, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of asthenia and the second episode of asthenia to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition: bleeding from menstrual periods became worse and painful menstrual periods. Current weight: 243 lbs. Essure confirmation test(s) conducted, specify: yes, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Abdomen scan - on (B)(6) 2015: uterus is anteverted measuring 7.4 x 3.8 x 3.0 cm. There is suggestion of accurate uterus/attempted bicormlate uterus, endometrial echo stripe is normal a1 4.5 mm, essure are seen on both sides. Right ovary measures 3.0 x 1.7 x 2.8 cm and left ovary measures 3.0 x 1.a x 2.4 cm. A 1.7cm cyst is seen within left ovary, likely related no evidence or free fluid is seen in cul-de-sac.. Hysterosalpingogram - on an unknown date: indication: sip essure coil placement for tubal occlusion a preliminary ap view of the pelvis snows essure coils within the expected location of both proximal fallopian tubes. There is adequate positioning of both essure coils within the proximal portions of the fallopian tubes. Conclusion - satisfactory positioning of, essure coils. Imaging procedure - in 2013: essure confirmation test: other-total bilateral occlusion. They said everything looked good.. Concerning the injuries were reported in this case, the following ones were described via social media: infection, upper abdomen pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs & social media received- new events there is some infection and pain in my upper abdomen were added. Ablation surgery was added to vaginal hemorrhage and menorrhagia. Event onset date was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') and genital haemorrhage ('heavy bleeding/abnormal bleeding (general)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included transient ischemic attack in 2011, transient ischemic attack, knee arthroscopy, nausea, vaginal discharge, foramen ovale patent, migraine, headache, anxiety disorder and transient ischemic attack. Previously administered products included for birth control: mirena; for birthcontrol: mirena. Concurrent conditions included bleeding menstrual heavy, abdominal cramps, obesity, knee arthroscopy, umbilical hernia, adenomyosis, chronic cervicitis and endometriosis. In 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia/bleeding from menstrual periods became worse") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual periods"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of asthenia ("lack of energy"), alopecia ("hair loss/hair loss"), vaginal infection ("infection (vaginal)") with vaginal discharge, cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal pain ("pain/center of abdomen"), hypersensitivity ("allergic/ hypersensitivity reaction"), non-consummation ("not sexually active"), the second episode of asthenia ("no energy"), rash ("rashes") and pruritus ("itches") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (ablation/nova sure ablation and robotic assisted hysterectomy with bilateral salpingectomy, total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, alopecia, hormone level abnormal, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, migraine, dyspareunia, nausea, dysmenorrhoea, fatigue, abdominal distension, weight decreased, weight increased, abdominal pain and hypersensitivity had resolved and the non-consummation, the last episode of asthenia, rash, pruritus and bacterial vaginosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bacterial vaginosis, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, non-consummation, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of asthenia and the second episode of asthenia to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition: bleeding from menstrual periods became worse and painful menstrual periods. Current weight: 243 lbs. Essure confirmation test(s) conducted, specify: yes, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Abdomen scan - on (B)(6) 2015: uterus is anteverted measuring 7.4 x 3.8 x 3.0 cm. There is suggestion of accurate uterus/attempted bicormlate uterus, endometrial echo stripe is normal a1 4.5 mm, essure are seen on both sides. Right ovary measures 3.0 x 1.7 x 2.8 cm and left ovary measures 3.0 x 1.a x 2.4 cm. A 1.7cm cyst is seen within left ovary, likely related no evidence or free fluid is seen in cul-de-sac.. Hysterosalpingogram - on an unknown date: indication: sip essure coil placement for tubal occlusion a preliminary ap view of the pelvis snows essure coils within the expected location of both proximal fallopian tubes. There is adequate positioning of both essure coils within the proximal portions of the fallopian tubes. Conclusion - satisfactory positioning of, essure coils. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-sep-2019: mr received: event did not undergo an essure confirmation test has been removed as essure confirmation test results updated in lab data. Medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included transient ischemic attack, knee arthroscopy, nausea, vaginal discharge, transient ischemic attack in 2011 and atrial septal defect repair. Previously administered products included for birth control: mirena. Concurrent conditions included bleeding menstrual heavy, abdominal cramps, obesity, knee arthroscopy, umbilical hernia, adenomyosis, chronic cervicitis and endometriosis. In 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia/bleeding from menstrual periods became worse") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual periods"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of asthenia ("lack of energy"), alopecia ("hair loss/hair loss"), hormone level abnormal ("hormonal changes"), vaginal infection ("infection (vaginal)") with vaginal discharge, cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("bloating"), weight decreased ("weight loss"), weight increased ("weight gain"), abdominal pain ("pain"), hypersensitivity ("allergic/ hypersensitivity reaction"), non-consummation ("not sexually active"), the second episode of asthenia ("no energy"), rash ("rashes") and pruritus ("itches"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy, total abdominal hysterectomy) and surgery (ablation/nova sure ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, alopecia, hormone level abnormal, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, migraine, dyspareunia, nausea, dysmenorrhoea, fatigue, abdominal distension, weight decreased, weight increased, abdominal pain and hypersensitivity had resolved and the non-consummation, the last episode of asthenia, rash, pruritus and bacterial vaginosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bacterial vaginosis, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, non-consummation, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of asthenia and the second episode of asthenia to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition: bleeding from menstrual periods became worse and painful menstrual periods. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. Events per pfs: not sexually active, no energy, rashes, itches and bacterial vaginosis. Medical history, concomitant condition were added. On 6-jun-2018: medical records received: laboratory data and concurrent condition updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), asthenia ("lack of energy") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, asthenia and alopecia outcome was unknown. The reporter considered alopecia, asthenia, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 and reported adverse events including pain (understood as pelvic pain) and heavy bleeding (understood as genital bleeding). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy). Pelvic pain and haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.